Event description:
Medtronic received a report that an apollo catheter was observed to have a leak at the distal location during use. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). It was noted the patient's vessel tortuosity was moderate. While embolizing the avm with onyx, the physician noticed onyx exiting the catheter about 10cm from the tip. The catheter was removed. No patient symptoms or complications were associated with this event. Right internal carotid artery (ica) access vessel diameter was 2 mm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Lesion characteristics were unknown. The model and lot number of the onyx liquid embolic agent were also unknown. The procedure was completed successfully. Upon injection of the liquid embolic agent into the apollo catheter, no resistance was encountered. The physician performed a continuous injection, and the injection rate was followed as indicated in the IFU. The liquid embolic agent did not become embedded in an unintended location, and no medical intervention was required as a result of the event. No images of the ruptured catheter were available. The anatomical location of the apollo tip was unknown, and the subject was recovering well from the procedure.